Event description:
It was reported that there was t-wave oversensing. Setting adjustments were made. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitants: (B)(4), implantable pacing lead, (B)(6) 2007; (B)(4) implantable pacing lead, (B)(6) 2007.